Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of the remote transmission revealed non-sustained right ventricular oversensing, the implantable cardioverter defibrillator was undersensing ventricular pacing events on the discriminating channel. The patient was in stable condition. No intervention was performed, the physician elected to monitor the patient.